Event description:
While peripherally inserted central catheter (PICC) certified nurse (rn) was advancing catheter and checked for blood return, the rn noted intermittent blood return and then air bubbles, then blood and then more air bubbles. The rn removed the catheter and flushed. The rn noted blood and saline coming from the upper portion of catheter and noted catheter had a slice type opening. The rn replaced the catheter and vascular positioning system and then was able to complete the procedure. The patient was stable.